Event description:
It was reported that there was no neurostimulator in the box and that the box was empty.

Manufacturer narrative:
Product ID 37702, serial# (B)(4), product type implantable neurostimulator product ID 37702, serial# (B)(4), (B)(4).